Event description:
A customer reported that the unit of measurement setting on their locked freestyle flash meter changed from mm/l to mg/dl. The customer also observed the low battery icon but no error messages. The meter is exhibiting signs of the memory overwrite malfunction. The meter has been requested for investigation. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the letter.